Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the contact was not outside of the labeled operating altitude range. There was no patient involvement, as the pump was being used for demonstration purposes only. Reportedly, the contact was able to reload the existing cartridge, ultimately clear the alarm, and resume insulin therapy.